Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as lot # of the device in question was not known. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That a ceramic electrode tip l-hk f/gk372r (part # gk384r) was used during a laparoscopic cholecystectomy procedure performed on (B)(6) 2021. According to the complainant, at the beginning of the case, the cauterizer hook was found to be missing. X-rays were performed to determine if the hook was retained in the patient. Reportedly, a surgical delay occurred as a result of the x-rays that were performed. No evidence that the frafment was retained inside the patient. Although available, the complaint device has not been returned to the manufacturer for evaluation. The ceramic electrode tip had disengaged inside a patient during an operation. No patient complications were reported as a result of the event. The adverse event / malfunction is filed under aag reference xc (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the ceramic electrode tip had disengaged inside a patient during an operation. It is not known if the device fragment was recovered. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).